Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant cardiac troponin I (tni) patient result obtained on a dimension exl 200 instrument. Based on the information provided, the customer moved the small sample container (ssc) from position z1 (22:33 pm) to position z2 (22:35 pm) and received a level detect error. The sample cup was moved by the customer in between the liquid detect steps and the aspiration of the sample for the hil (hemolysis, icteric, lipemia index) and tni tests. The hil tests gave an abnormal assay error which is indicative of inadequate or no sample being delivered. The tni discordant result is consistent with inadequate or no sample being delivered. The error message and the clot check data both show atypical readings for the sample aspiration. The cause of the discordant tni result was due to the customer removing the sample during instrument operation (use error) and inadequate or no sample being delivered. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A discordant, falsely low cardiac troponin I (tni) patient sample (1st run) was obtained on a dimension exl 200 instrument compared to repeat test results. The customer repeated the same patient sample (2nd run) by moving the sample to another position, resulting high. The same patient sample was repeated a second time (3rd run), resulting high. The quality control (qc) were within acceptable ranges. The repeat result (3rd run) was reported as the correct result to the physician(s). There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant, falsely low cardiac troponin I (tni) result.